Manufacturer narrative:
A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 33.8-34.2cm, 35.5-37.0cm, and 37.2-38.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
It was reported that high, out of range pacing lead impedance and fracture were observed. Lead was explanted and replaced.